Event description:
The complaint reports the patient had pneumonia which developed into acute respiratory distress syndrome and the patient was sedated, restrained and re-intubated on (B)(6) 2015 at 6:30 pm with the 5.0 millimeter endotracheal tube (ett). The complainant further reports in the 'early am' of (B)(6) 2015 the 'cuff began leaking' on the ett. Additionally, the complainant reports the leak was stopped by clamping the pilot tube just below the pilot balloon. Finally, the complainant reports the patient was still intubated with the 5.0 millimeter ett with the clamp attached at the time of the complaint.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. There are two (2) cases associated with this patient; therefore a separate FDA form 3500a has been generated to address the other issue with an additional device. (B)(4).